Event description:
The manufacturer received information alleging a ventilator was not working. There was no harm or injury reported. During the evaluation of the device by a third party field service engineer, a "service required" code was found in the ventilator's downloaded error log the device's oxygen blending module board was replaced to address the issue.